Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the surgical technique states that the cage must be inserted gently and progressively into the disc space. It was reported that the cage fractured during insertion. Materials analysis confirmed the cause of cage fracture to be a user applied overload during insertion. Conclusion: the plausible root cause of the reported event user related, specifically excessive impaction force during insertion.

Event description:
It was reported the following event : "fracture of the device during insertion. No adverse consequences."

Event description:
It was reported the following event : "fracture of the device during insertion. No adverse consequences."